Event description:
The lugs of the smr prosthesis introducer broke off whilst being used to impact the implant during surgery. No further info is available. The event occurred in (B)(6).

Manufacturer narrative:
We are waiting for the broken instrument in order to analyze it. In the meantime, we could check the DHR of the batch involved (201201195), without finding any anomaly. We will send an additional report as soon as we receive the instrument and complete our investigation.